Event description:
It was reported that when a device was used during an unknown procedure, pieces of the seal ripped and fell off. Pieces were removed from incision and wound site. Another device was used to complete the case. There was no consequences to the patient.